Event description:
Repair request initiated for device with the report of problem not reported. No patient impact reported. Repair escalated to a product event on evaluation due to the detachment of component.

Manufacturer narrative:
Product analysis: evaluation of the device determined a few teeth of sun gear and output gear are missing. The likely cause was identified as due to both the input bearings are worn. It was also noted that device is seized, internal parts are heavily corroded, wave washer is flattened, needle roller drawn cup is worn, thrust needle roller is worn and front housing is worn. Date of notification: 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.